Manufacturer narrative:
No product was returned for inspection. DHR review was completed for the subject lot number (63707484.pdf). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is unconfirmed. A root cause cannot be determined. The following sections have been updated: date of this report. Manufacturer. Device lot number. Expiration date, UDI: (B)(4). Contact office - name/address. Date received by manufacturer. Type of report. Follow up type. Device manufacture date. Evaluation codes. Additional narrative/date.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Additional 510k numbers: k011028 and k013227. Device not returned.

Event description:
It was reported that the fixture mount (fmt4) fractured while placing the implant. The implant is ok. Tooth location 31.